Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to loose battery pins. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during testing. This occurred while the vehicle was in motion. There was no patient use associated with the reported event.